Manufacturer narrative:
Pump had blank flashing lcd on medtronic logo due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Missing segments/partial display unknown.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 105 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.